Event description:
It was reported that the rack pushrod on the pump was damaged and corroded, causing difficulties loading cartridges onto the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.